Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level. The technical support team assisted in troubleshooting and provided pump reset instructions, which successfully resolved the issue. The customer confirmed understanding of the guidance and was advised to continue using the pump, with instructions to reach out again if the malfunction recurs.